Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results compare to another meter brand. The customer is concerned with test results from meter to meter comparison of test result reported of 178 mg/dl using truemetrix meter and test result reported of 124 mg/dl using another meter brand. The customer's patient expected range reading normal range is 90-130mg/dl. The customer initial called was of conducting a blood glucose test on the patient and that the meter read e-0. After troubleshooting with the meter, the customer's patient got a reading of 178 mg/dl. The meter memory was not reviewed for previous test result history as customer stated the meter is brand new out of the box and has no other results in the memory: (B)(6). Memory concerns:undisclosed. The meter is brand new out of the box and has no other results in the memory. Customer informed of a1c in june resulted in 8% = 186mg/dl. Manufacturer does not recommen the meter to meter comparison, the booklet guide(IFU) provide important information to obtain accurate results.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results compare to another meter brand. The customer is concerned with test results from meter to meter comparison of test result reported of 178 mg/dl using truemetrix meter and test result reported of 124 mg/dl using another meter brand. The customer's patient expected range reading normal range is 90-130mg/dl. The customer initial called was of conducting a blood glucose test on the patient and that the meter read e-0. After troubleshooting with the meter, the customer's patient got a reading of 178 mg/dl. The meter memory was not reviewed for previous test result history as customer stated the meter is brand new out of the box and has no other results in the memory: (B)(6). Memory concerns:undisclosed. The meter is brand new out of the box and has no other results in the memory. Customer informed of a1c in (B)(6) resulted in 8% = 186mg/dl. Manufacturer does not recommend the meter to meter comparison,the booklet guide (IFU) provide important information to obtain accurate results.